Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an issue with iui connectors, which causes the pumps to disconnect. There was no reported patient impact. Although requested, there is no further information regarding details of the event and product return.